Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device me7093, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an orthopaedics procedure on an unknown date and suture was used. During the procedure, the needle pulled off. The fallen piece was retrieved from patient. A like device was used to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). It was reported performance pull off - suture needle. An empty opened foil, an empty labeled winding former, a needle and suture were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance pull off - suture needle, is a clip off defect.